Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia beginning in the morning, with a highest blood glucose of 270 mg/dl, while suspecting the infusion site was not delivering insulin despite visible drops from the tubing; the user later switched to a steel needle infusion set and reported blood glucose returned to a normal range. Symptoms included feeling unwell. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy. Investigation included complaint intake review and user follow-up for troubleshooting and education. Investigation of this case revealed no device alerts or alarms and that the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious with resolved hyperglycemia and an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.